Event description:
The service report shows the customer reported that the 840 ventilator reset. The malfunction did not occur during patient use. The covidien customer support engineer (cse) verified the reported malfunction. The cse replaced the battery. Ventilator passed self testing.

Manufacturer narrative:
(B)(4).